Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not booting up was confirmed via evaluation of the returned ubc. The returned ubc (serial number: (B)(6)) was evaluated at the european distribution center. Evaluation of the unit revealed that the system would not boot up, reproducing the reported event. The unit was disassembled to inspect the internal components and several components on the main power supply printed circuit board (pcb) were observed to be damaged. A residue consistent with corrosion and dried fluid was observed surrounding the damaged components. Damage to these components would result in the system not being able to boot up. The damaged main pcb was replaced and the issue resolved. After replacing the main pcb, a full functional checkout was performed and the unit passed all steps without any issues. The reported event was determined to be caused by damage to the components on the ubc¿s main pcb due to fluid ingress. The root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the universal battery charger (ubc), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The ubc was shipped to the customer on 12mar2019. Heartmate ubc instructions for use provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate universal battery charger (ubc) instructions for use under "warnings" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the universal battery charger (ubc) was unable to boot up, so it was removed from service and sent back for repair.